Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited a e216-scope communication error. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. The following reportable malfunctions were identified during the device evaluation: the plug unit connection was poor and corroded resulting in a poor-quality image/noisy image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.